Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the patient was placed on (B)(6) 2024 with a peripherally inserted central venous catheter powerpicc solo, the length of placement 40cm. On (B)(6) 2025, fluid leakage was detected during infusion, nursing staff pushed the catheter to find the leakage, suspected that the catheter was damaged and decided to pull out the catheter, which came out broken at 14cm, the remaining 24cm remained inside the patient's body, and the remnants of the catheter were surgically removed after draining the tablets. The remaining 24cm of catheter was left in the patient's body, and the residual end was surgically removed after radiographs were taken and the length of the catheter was verified. The patient's vital signs were stable after the operation and catheter removal.